Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown product performance issues no additional adverse patlent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).